Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the pinn straight cup impactor found a broken small fragment and the edge chipped at the threaded tip. The broken fragment was not returned for evaluation. Additionally, several impaction marks were found in areas that are not intended to be impacted. The observed condition of the threaded tip was consistent with off-axis assembly and impacting device before the tip is fully seated into the cup, therefore the potential cause can be traced to unintended use error. The impaction marks found can be attributed also to an unintended use error since exposure to unexpected forces applied to device on not intended areas (like hitting from the bottom up) could result on affecting mechanism which is not designed to absorb them. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contributed to a device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j1005) provided is not a valid finished goods.

Event description:
It was reported that the two pinnacle cup inserters were broken: the first had its strike plate break off, and the second had stripped threads.